Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, best estimate is first week post operation. Catalog #: catalog # is unknown as serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI #: UDI # is unknown as product serial number was not provided. If explanted; give date: not applicable as the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted. There was no serial number reported for this device; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The surgeon reported of an uneventful symfony toric intraocular lens (iol) implantation that was performed on (B)(6) 2020. The patient's vision without correction (sc) post-op day one (pod) was 20/60, and there was some corneal edema, but perfect toric and symfony centration. Reportedly, the patient chose not to use any drops indicating that the drops burned, and did not use his shield stating that it was annoying. The patient did not call the surgeon's office and chose to do what he wanted. The patient visited the doctor first week post-op with red eye, and the symfony central ring had moved inferotemporal. The doctor indicated that the toric portion looked pretty good. The doctor stated that half of the central ring is in the pupil. The surgeon is planning on letting the eye settle down, refract and then use astigmatism fix website to see if she has to rotate the lens. On (B)(6) 2020 the surgeon reported that she believes the decentration is not more than 0.7mm. No additional information was provided.